Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. The reported issue of a signal loss is reportable based on the finding of a loss of connection for one to three hours. No injury or medical intervention was reported.